Event description:
It was reported that the customer experienced loss of consciousness due to a low blood glucose (bg) level of 23 mg/dl. Customer was taken to the emergency room and was subsequently admitted to the hospital¿s intensive care unit. Customer¿s bg was treated intravenously with saline. The customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the wake button was delayed in responding to touch and the pump shut off unexpectedly. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified and the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged quick bolus button issue could not be verified.